Event description:
The customer reported that they were unable to move the pt support using the multi-function foot switch (mffs). The field service engineer (fse) disassembled the mffs and found that there were two loose plastic pieces in the mffs. The fse reviewed the system error logs and found that the left unload button had become stuck engaged. There was no occurrence of uncommanded motion or harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).